Event description:
It was reported that the patient had some wear and tear on the black power cable of their system controller. A plan was made to change out their controller on this admission when the patient's anticoagulation is appropriate.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench alarms was able to be confirmed via review of the log files; however, the reported event of damaged power cables was unable to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 35 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). Yellow wrench alarms were active on (B)(6) 2022 at 01:16:55 and at 03:36:46 were active due to lcd valid faults. The alarms cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. Additional information provided on 15apr2022 stated that no product will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The serial number: (B)(6) was provided by the customer; however, this serial number is not found in our records. This is believed to be a typo as the serial number: (B)(6) was found to be valid and was shipped to the same hospital associated with the customer. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 07jul2016. Heartmate ii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate ii patient handbook (rev. C) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-10912. The patient was admitted to the hospital on (B)(6) 2022 due to acute decompensated heart failure.